Event description:
A tandem mobi cartridge alarm was reported during the load process. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer successfully loaded a new cartridge with assistance from technical support, who also advised that while the alarm may recur, they should report any further issues. A replacement pump was sent, and instructions for returning the problematic pump were provided and acknowledged by the customer.